Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, inappropriate mode switch episodes due to far field p-wave oversensing and noise artifact issue was observed on the atrial sense amplitude channel. The noise artifact was large p-wave at times. It was discussed that programming changes would not be able to filter out the noise artifact. Physician was updated and no replacement will occur and the device will continue to be monitored. Patient was stable.